Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks post permanent implant procedure. Additional suspect medical device component involved in the event: product family: m365sc8352700. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had a bacterial infection in their low back/flank area following their spinal cord stimulator (scs) implant procedure. The patient was admitted to the hospital for five days and underwent an scs system explant procedure. The medical facility kept the explanted device components. No additional information was obtained.